Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pts ins was no longer taking a charge. The controller would charge to 100% but when trying to recharge the ins it only stayed at 40% and never went up in charge or down in charge. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and when they attempted to recharge the ins they got recharging excellent. The controller was at 100% and the ins was at 40%. Pt will monitor ins charging and call back if ins did not increment in charge. Additional information was received from the patient. It was reported that they are still having issues charging their ins. They quite frequently get the message "poor charge quality" that quickly disappears. Then the next screen immediately shows an excellent charging rate. However it can take up to 4 hours to charge 10%. The charging is very erratic and inconsistent. They do not know what to do. They did everything the rep said to do. They did manage to charge it up to 90% one time.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's representative called in repeated events that has already been reported. Caller mentioned that the patient is still having the same problem. Caller mentioned that the ins battery is not incrementing since may. The issue was not resolved. A request was sent to repair for recharger replacement. Patient rep,(B)(6), called from phone number listed on file stating they received the replacement recharger and it was working fine; however, the patient did not have a charging belt. Caller noted they do not recall the patient receiving a belt at time of implant and added that mdt rep, rick, told them to call patient services. Agent sent request to repair to replace lost belt.